Event description:
A malfunction alarm was reported with a malfunction code labeled as malf 0. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. Technical support assisted the customer in resetting the pump, and the malfunction code did not reappear after the reset. The customer was informed that they could continue using the pump and was advised to contact technical support if the issue recurred. The customer acknowledged these instructions and understood the guidance provided.